Manufacturer narrative:
The actual device was received for evaluation. Visual inspection noted a gray particulate matter inside the fluid path. The reported condition was verified. The cause of the condition could not be determined. In addition, a companion sample, lot number gr17b02037, manufactured on 02/08/2017, was returned. It could not be verified that this was the same lot as the implicated sample. The companion sample did not have particulate matter. A batch review of the companion sample was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Customer reported the potential lot number as gr17b02037. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter cored when it was attached to a non-baxter vial. The particulate matter looked like a black spec. There was no patient involvement. No additional information is available.